Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's home monitoring system detected low, out-of-range (oor) shock impedance readings for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system. The patient's health care professional (hcp) discussed the issue with boston scientific technical services (ts) . The information was reviewed and it appears that the shock lead impedances were normal and stable at about 54-69 ohms until approximately two months ago. At which time, it was noted the readings became variable with some low oor impedances noted, as well as, some high impedances in the 100 ohm range were observed. There was noise on two stored electrograms (egms), but these occurred within minutes of each other and were on the day the patient had neck surgery. The health care professional (hcp) attributed both episodes to electrocautery that was used during the procedure. Evaluation options were then discussed, and the patient was subsequently seen in the clinic. Testing was done and all measurements were noted to be normal and stable while in the office. It was then determined that the patient had been wearing a bone growth stimulator after his neck procedure two months ago, and wears it approximately 23 hours a day. Another evaluation was then completed when the patient brought the bone growth stimulator into the clinic. When the bone growth stimulator was on, the shock lead impedance measurements were noted to be variable and at times low and oor. When the stimulator was turned off the shock lead impedances normalized and stabilized. The physician was allowing the patient to continue to use the stimulator; however, it was reported that the patient was going to be evaluated in clinic on a monthly basis during the remaining eight months he is using it. The patient will also continue to be followed using the home monitoring system. No adverse patient effects were reported.